Event description:
It was reported that the patient presented in hospital for an unrelated surgery. During reinterrogation following the procedure, the pulse generator exhibited a diagnostic anomaly. The false elective replacement indicator was cleared without incident and normal function resumed. The patient would continue to be monitored.